Event description:
The customer reported being hospitalized due to high blood glucose levels over 900 mg/dl. The customer stated that the cannula was bent, and she was unable to change the infusion set. The customer stated that the insulin pump was working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.